Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted there was blood visible inside the lead, by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited high and unstable thresholds. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.